Event description:
The customer reported that he was diagnosed with cellulitis and was put on antibiotics. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.